Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation and repair. The reported issue could not be confirmed and no deviation could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely, the reported issue was not device related and could be due to hospital gas supply issues. According to instruction for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported error code.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error code associated to a discrepancy between the set and the actual flow values during a procedure. There was no report of patient injury.